Event description:
In july 2004 unomedical was informed by disetronic medical systems that a diabetic under continous insulin infusion therapy has died, and that the reason for the pts death is still unk. Unomedical a/s has received that complaint, 4 unused infusion sets and 4 unused cannula parts.